Event description:
Array pedicle screws implanted in 2007, in the sacral level were observed to be broken seven months later via x-ray. Patient outcome: reported on august 16, 2007, patient has increasing lower back pain and right leg pain in the last 6 weeks. Re-operation performed thirteen days later.